Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh result (patient hypothyroid result = 10.5 vs. Expected euthyroid result = 4.02 miu/l) from a single patient sample while using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeat tested the affected sample due to customer policy prior to reporting. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tsh result was obtained from a single patient sample while using the vitros 5600 system. The investigation was unable to determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event.